Event description:
On 11/19/1998 following a stent procedure, an angio-seal device was placed in a pt's right groin. Approximately five minutes post device deployment, the pt became combative, nauseous, and complained of pain (a drop in the pt's heart rate and blood pressure were noted at that time). When a drop in the pt's hematocrit was noted, two units of packed red blood cells were administered. An angiogram was obtained which identified a narrowing of the vessel and staining below the bifurcation. The pt was taken to surgery where the angio-seal device was found to be intact at the puncture site; the event was attributed to a possible anaphylactic response to the reopro which had been administered (dose unknown). The following day (11/20/1998) the pt was again taken to surgery where a retroperitoneal bleed was identified and repaired. The pt was intubated until 11/23/1998 and was reported to be in good condition. Follow-up with the physician on 12/15/1998 showed that the pt had been discharged to home in good condition. As of 12/31/1998 there has been no further report of complication or pt sequelae made to the MFR.